Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted in an emergency patient and therapy was initiated, the physician suspected there was a leak/ balloon rupture. A new iab was then inserted to continue therapy without further issue. There was no patient harm or adverse event reported.